Manufacturer narrative:
The device was received with the cannula deployed. No issues were found that would result in the needle deploying late. The pod ran for (B)(4) pulses. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44805. Expiration date changed from unavailable to 11/6/2020. Model no changed from 14810 to 19191. Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Unique identifier (UDI) # changed from unavailable to(B)(4). Correction to h(4): device mfg date changed from unavailable to 5/6/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle deployed late. The pod was worn for less than an hour and no adverse patient impact was reported.